Event description:
It was reported that the patient presented to the ER after a syncopal episode in (B) (6) 2009 while playing golf. An increase in capture thresholds were noted on the rv lead. A rise in lead impedances was also noted. X-ray revealed a suspected clavicular crush. There was also a lot of noise on the atrial channel. Upon viewing the leads, the physician noted that both the rv and ra leads were fractured near the header. Both leads were capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.